Event description:
MFR received a report from a dealer advising who was recently notified of (2) deaths of pts using invacare bed rails. The first pt allegedly had a heart attack and the second allegedly died of strangulation after getting caught between the mattress and the rail, per the autopsy report. The pt who had a heart attack was found in the same position as the pt who allegedly died of strangulation.